Event description:
It was reported that the customer could not insert cartridges into the pump due to an unknown issue with the pump housing. There was no reported adverse effect to the customer's blood glucose level. The customer reverted to an alternate method on insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.